Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced refractive surprise. The event occurred 1.5 weeks after the implantation of lens. The symptoms affected the patient daily activities. The iol was explanted and exchanged with same model lens two months following the initial procedure. The symptoms were resolved. Additional information has been requested.